Event description:
It was reported a fistula occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. On (B)(6) 2025, the patient was reported to have presented to the hospital for chest pain. The left anterior descending (lad) coronary artery was stented, and during the procedure, a fistula was found from the circumflex to the closure device. There were no further complications and the patient was discharged.